Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions recorded noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. Prior to a scheduled device upgrade procedure, programming changes were made; the ra lead will continue to be monitored. There were no patient consequences.